Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed 10 units. The customer then attempted to deliver a 9 unit bolus. The customer stated they only received 1-2 units before the pump displayed a cartridge was empty message. Customer reported blood glucose level was 161 (mg/dl). A new cartridge was loaded onto the pump. The customer did not deliver the remaining units of the bolus as the customer decided they did not need it at that time.